Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The reason for call was patient was inquiring if the ins can cause adverse effects to the bowel. Patient said the ins seemed to be stimulating their bowel. Patient said they had been feeling a sudden urge of diarrhea and there's some bile that comes out and every once in a while they have to get to the bathroom immediately. Patient said it began probably in the last month and it had gotten worse in the last week. Patient also mentioned that in the last month they could actually feel the ins vibrating and when they sit, they have to "scootch around". Patient said it seemed like they're feeling a lot of pulse a lot of the day. Patient confirmed the sensation was not uncomfortable and said the ins was helping their bladder symptoms. Patient services reviewed adverse event information, stimulation sensation information and therapy optimization options and expectations. Patient said they will try decreasing stimulation to see if that helps with their bowels and monitor bladder symptoms after doing so. Additional information received. The patient reported the cause was not determined. They have reduced the intensity but that it still vibrates, but vibrates less now.